Event description:
Received info regarding a cartridge alarm 6 during the load process. Customer's blood glucose level was not impacted. Reportedly, the customer loaded the cartridge onto the pump and then filled it with insulin.

Manufacturer narrative:
Tandem's t:slim user guide indicates to install a filled cartridge on the pump. No product returned for evaluation. Should new relevant info become available, a follow up supplemental report will be submitted.